Manufacturer narrative:
The reported event as unable to implant due coil break or damage. As received, a complete lead was returned in one piece. The reported event of coil damage was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an initial implant. During the implant, the physician had difficulties getting the right ventricular lead to pass through the tricuspid valve and into the right ventricle. Multiple attempts were made. After removing the lead from the vasculature to retract the helix and then attempt to place the lead into the right ventricle, it was note that the tip of the lead was very floppy; it was suspected that the coil may have broken. The lead was not used, and a new lead was implanted. The physician was in stable condition.